Event description:
It was reported that during implant procedure the values were good until the lead was connected to the device then the threshold were high. The physician attempted to reposition the lead, the helix would not extend. The lead was removed and a new lead was placed successfully. The patient was stable before during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.